Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled", "defib fault 72", and "defib fault 76" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a damaged transformer on the pace/defib engine board. The pad was lifted and the etch was broken. The pace/defib engine board was replaced to resolve the report. The pace/defib engine board was scrapped. The device was recertified and returned to the customer. Analysis of the report of this type has not identified an increase in trend.